Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a no delivery alarm on the customer's insulin pump, during a bolus delivery attempt. The customer's blood glucose was 121 mg/dl before the incident. Troubleshooting was performed. After disconnecting and reconnecting the reservoir and infusion set, insulin would not exit through the tubing with a plunger push. The customer was advised to replace the infusion set and reservoir. Nothing further reported.